Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Evaluation could not be performed because error code 15. It was noted that shaft broken/cracked. This finding may have contributed to the user's experience. It was also noted bearing worn, cable cut, laser marking faded. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.